Event description:
Invacare prerfecto 2 concentrator picked up at pt's home secondary to a yellow light coming on. Driver picked up the machine and it was covered with a white powder. A recall was done on this sieve beds in january 2015, but could not affect the serial number. Pt had no complaints about any issues with the concentrator. Invacare rep was notified and came to look at the machine.